Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with odontoid process fractures and underwent anterior screw fixation surgery. During surgery, the guide broke. The product came in contact with the patient. There was a delay of less than 60 mins in procedure time as a result of the event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection of the ucs guide did not reveal any surface damage or thread damage. Functional testing with a sample trocar confirmed the trocar was able to be threaded into the guide. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.